Event description:
It was reported that upon interrogation, battery data was 2.68v, 12ua, 13.5 kohms. Shortly after interrogation, pulse generator communication was lost and the pacing rate jumped to 150 pulses per minute (ppm) causing the patient to be symptomatic. The device could not be reinterrogated. When a magnet was placed over the pulse generator, pacing was 100 ppm, when it was removed pacing jumped to 150 ppm. Soft- ware download was unsuccessful. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Symptomatic.